Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. The joint is not in a good condition. The front link splayed open and the axle bolts is loose, no fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
According to the customer the screw is broken at the upper linkage and one of the axis arms has come off, the patient dot not fall.